Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) would not insert into the procedural sheath; it was not inserted into the patient. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found in the open position. However, no syringe was returned with the unit. Additionally, a sheath was not returned for this evaluation. The sealant was in its manufactured position, partially covered by the sealant sleeves, which presented frayed/split/torn conditions. Per dimensional analysis, a verification of the working length catheter was measured to evaluate any dimensional issues related to the premature deployment. The measurement was within specification. Per functional analysis, an applicable french size cordis sample sheath was used to complete an insertion/withdrawal functional analysis with the returned device. During this analysis, no friction or resistance was noted that could be related to an impeded condition of the delivery sheath in relation to the sheath insertion functionality. Additionally, due to the observed sealant exposure, a deployment mechanism evaluation was executed by depressing both buttons (1 & 2). During this analysis, the deployment mechanism did not show any abnormal condition. The sealant was deployed, and the balloon was retracted as expected, per the intended use of the device. A high magnification evaluation was conducted, confirming the frayed/split/torn conditions of the sealant sleeves, indicating premature exposure of the sealant. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since the device passed functional analysis with the insertion/withdrawal test with the lab sample sheath. However, an additional condition of ¿mynx control system-deployment difficulty-premature¿ was noted due to the partially exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the issues experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the impedance experienced by the customer, or the exposed sealant / damaged sealant sleeves noted during visual analysis. However, access site vessel characteristics and concomitant device factors (such as a kinked/bent sheath, which was not returned for analysis) is likely since the device was able to be inserted into a lab sample sheath with no issues noted during the functional analysis. Additionally, procedural/handling factors during the insertion attempt likely contributed to the damaged sealant sleeves and the subsequent sealant exposure. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure and noted conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) would not insert into the procedural sheath; it was not inserted into the patient. There was no reported patient injury. Additional information was requested but not provided. The device was later returned for evaluation. Addendum: product analysist demonstrates that the frayed split torn conditions of the sealant sleeves denote a premature exposure of the sealant.